Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument conductor wire insulation was found to be damaged and approximately 0.016" x 0.031" of the material was found to be broken off. The electrical continuity test passed. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.038¿ - 0.365¿ in length and were not aligned with the tube axis. The root cause of the second failure is attributed to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2021 on system (B)(4). Per logs, the instrument has 3 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: during failure analysis investigation, the fenestrated bipolar forceps instrument's conductor wire insulation was found to be damaged with no evidence of mishandling/misuse. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, it was noted that the "film" on the fenestrated bipolar forceps instrument insulation was torn. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of any issue related to unintended energy discharge or arcing occurring during the last known instrument usage and no report of patient injury.